Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported unintended movement of clip open while locked. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. An xt clip (40501a1017) was inserted and deployed on the mitral valve. However, during deployment, the clip opened to roughly 30 degrees. It was noted the clip remained stable on the leaflets. An additional xt clip (40229r1056) was deployed. However, during deployment, this clip also opened to roughly 30 degrees. Mr was reduced to a grade of 3. There were no adverse patient effects and no clinically significant delay in the procedure.